Event description:
It was reported that the sieve bed on an (B)(4) concentrator has a cracked cap. Per independent repair center statement, the unit was alarming. The key failure was the sieve bed had a cracked cap.